Manufacturer narrative:
(B)(4). Date of initial report: 02/03/2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during vessel sealing in a procedure, the jaws of the device would not open after cutting tissue. The blade was also exposed outside of the jaws. Sutures were used to seal the vessel and another device was used to complete the procedure.